Event description:
The customer reported last week she was called to check the chest drain in icu2. They tried to close the suction to maximum, but the bubble became stronger. What they found out was that, either they put maximum close or open the bubble were the same, however when they put the suction control to the middle, it decreases the bubble but not totally close. The customer tried to change the chest drain system thinking that maybe it's a factory defect, but it came the same. They close the wall suction in order to totally stop the bubble. The customer is really not sure, if this is the new version of covidien. Additional information was received from the customer and stated that chest drain being used was the aqua seal cdu. The issue that they encounter was in suction chamber, when they close the suction to stop bubbling via the black regulator (following the instructions sign-close ), when they put to maximum close the bubble increases like boiling( seems like it was in open direction).however, when they put the black regulator at the center, the bubble decreases but not totally stop. As part of their hourly check, they checked the water in suction chamber to make sure they are giving the right pressure as prescribed by medics. The customer follows the instruction, by closing the suction using the black regulator to the direction instructed as off. However, in that occasion they can't use the black regulator to close for the bubble to stop but rather they need to completely off their wall suction in order to stop the bubble. There was no harm done to patient involved. In fact, after two days, they removed the chest drain and the patient is doing very well.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A sample was not received for the investigation. Per customer, the samples were discarded. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. At this time, a corrective and preventive action is not deemed necessary. This complaint will be used for qa tracking and trending purposes.